Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The patient claimed the control solution test was out of range. No readings were provided for the subject meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.